Event description:
It was reported by a healthcare professional that the patient reported that a manual bolus of 8 units of insulin was delivered by the controller without device interaction. They were certain that the controller was not handled by a third party, as the controller was in their back trouser pocket. They heard the pod ¿clicking¿ as it does during insulin delivery and cancelled the bolus after 6.25 units had been delivered. The patient treated the low blood glucose accordingly (no further details specified). No medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: l2+please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.